Manufacturer narrative:
Upon further review, it was noticed that the surgeon identification was added abruptly in initial MDR, which was incomplete. Hence, the following fields have been updated accordingly: section e1: reporter: email address: unknown/ not provided. Section e2: health professional: yes. Section e3: occupation: physician. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the injector had a bent tip, causing the lens to scrape against the side. Fortunately, there was no contact between the lens and the patient. To proceed with the procedure, another j&j intraocular lens with the same diopter and model was used. No injury or medical intervention was necessary. The current status of the patient is unknown, as no additional information has been provided.

Manufacturer narrative:
Section a3b,a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 15,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that it presented with the plunger rod advanced, bent, and overriding the lens. Viscoelastic residue was distributed through the entire length of the cartridge and the cartridge tip presented bent. The lens module was inspected and it could be observed that the lens did not properly advance into the cartridge. The lens module was inspected and no viscoelastic or damage was identified. Device assembly was inspected and no issues were identified. The plunger rod advancement was inspected and no resistance was felt. The lens was removed and presented torn completely, a haptic was detached and the other haptic was damaged. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.